Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6 - component code is being corrected to "525 - tube" and "440-cylinder". Correction is being made to previously submitted g3- date received by manufacturer, which was not late. The correct date was 04/26/2024. Additional information added to field h6, h3, and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the white foreign material was residing inside the air/water channel and cylinder and auxiliary water channel. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use. Therefore, the cause of the material remaining in the device could not be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected and prevented by following the instructions for use which state: instructions for use states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection instructions for use states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited white residue material in air/water channel and cylinder and auxiliary water channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.